Manufacturer narrative:
Section a2: patient age corrected. Section d4: primary UDI number corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, bleeding, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient required right ventricular assist device (rvad) placement on (B)(6) 2023, the same day of left ventricular assist device (lvad) implant. There was noted excess bleeding needing multiple blood products. The patient returned to operating room (rtor) the same day for repair of bleeding vessels. In the postoperative period the patient was noted to have significant hypoxic encephalopathy and likely sensory motor aphasia from embolic strokes. The patient was ultimately weaned off of the rvad, experienced renal recovery and underwent tracheostomy and percutaneous endoscopic gastrostomy (peg) tube placement. They were discharged to a select long term acute care (ltac) on (B)(6) 2023.